Event description:
The customer received questionable antibodies to tsh receptor (anti- tshr) results for one patient sample. The results were 6.88 iu/l, 3.65 iu/l and 1.44 iu/l. Information concerning which result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. The anti-tshr reagent lot number was 176161 with an expiration date of 07/30/2015. The reported patient sample was measured with an "insepack tube" because the sample was "getting hard because of fibrin". If there is fibrin present in a sample, serum from the sample would be transferred to an "insepack tube" from the primary blood collection tube, remixed and remeasured. It could not be confirmed which result was generated from the primary blood collection tube or the insepack tube. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely cause was a preanalytical issue as fibrin was observed in the sample and the "insepack tube" was used.

Manufacturer narrative:
This event occurred in (B)(6).